Manufacturer narrative:
(B)(4)

Event description:
According to the reporter, during a kidney transplant procedure, the clip did not form correctly. The vein was not closed by clip. The clip stitch pierced the vein. After malformation of the clip that punctured the vein, the device did not function anymore. Another device was used for ligation. There was no extension of incision, no extension or surgery time more than 30 minutes, no blood loss, no change of procedure laparoscopy to open surgery, no part fell into cavity, no reinforcement material used, and the device was not re-sterilized. The device was discarded and will not be returned.